Manufacturer narrative:
(B)(4). (Phone number): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs identified observed broken device and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "patient has felt that the right device has become softer. Device has sagged". Rupture was confirmed by ultrasound and palpation. Device has been explanted and replaced with a non-allergan device. Record relates to the right side.

Event description:
Physician reports "patient has felt that the right device has become softer. Device has sagged". Rupture was confirmed by ultrasound and palpation. Device has been explanted and replaced with a non-allergan device. Record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening.